Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. The electronic perclose prostyle instructions for use (IFU) states: the perclose prostyle suture mediated closure and repair (smcr) system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For sheath sizes greater than 8f the pre-close technique is required. In this case, the IFU deviation likely did not contribute to the reported difficulties. It was also reported that the plunger was not pushed in sufficiently. The IFU states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement. This IFU deviation likely contributed to the reported difficulties. The reported difficulty appears to be related to the user not pushing the plunger flush with the handle body. The subsequent treatment appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure in the left common femoral vein using a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred due to the plunger not being pushed in sufficiently. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.